Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the rear cover was broken. Since the event occurred during this event.